Event description:
Moderate pt said that he received his synvisc-one injection on (B)(6) and starting (B)(6), the swelling has increased and is more swollen then before the injection. Pt has been icing it and elevating it. He made an appointment for (B)(6) 2010. No signs of fever/redness/ or infection per what pt said. I advised him to contact his physician immediately or go to the emergency room. (B)(6). Dose and route: 8mg/ml ij. Frequency: to be administered by physician in left knee. Strength of dosage form: synvisc-one 6ml syringe. Dates of therapy: (B)(6) 2010.